Event description:
The iab was inserted in a patient that had suffered a cardiac infarction and was hypotensive. Two hours after insertion of the iab, the pump experienced helium leak alarms. Blood was also noted in the helium tubing. The iab was removed and replaced. There were no patient complications.